Event description:
It was reported that following an unspecified procedure, balloon separation occurred. The ultra-thin diamond balloon was used for successful post-dilation in the arm. No difficulties with inflation, deflation or withdrawal of the balloon were noted. Following removal of the balloon from the guide catheter, it was noted that ultra-thin balloon was separated from the balloon catheter. It appeared to be unglued without any tearing. The procedure was successfully completed with this device, and pt status was reported as 'ok'.

Manufacturer narrative:
(B) (6). (B) (4).